Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the site had reported that they had not passed registration but when the clinical specialist (cs) arrived on site it appeared that the site had already passed.

Manufacturer narrative:
A software investigation was initiated. The logs were reviewed but provided no additional insight regarding the cause of reported complaint. Unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was report that there was a saved registration on the patient, so the site was able to pass registration. It was noted that the cause of the issue was not known.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that there was no failure found with the system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Other relevant device(s) are: software 9733467 fusion ent app. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the register task of a functional endoscopic sinus surgery (fess) procedure, the site was unable to pass the registration. They brought in another navigation system and were able to proceed. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.